Event description:
It was reported that the right atrial (ra) lead exhibited failure to capture, intermittent sensing, high pacing impedance, electromagnetic interference (emi) oversensing and inappropriate mode switch. Programming changes were made however unsuccessful to address the event. The patient was stable throughout.

Event description:
Related manufacturer reference number: (B)(4). Additional information received indicated the patient presented for surgery to address atrial lead issues. During surgery, it was identified the lead was not properly secured to the implantable cardioverter defibrillator (ICD). The implantable cardioverter defibrillator (ICD) was explanted and replaced. No changes or intervention was reported for the atrial lead. The patient condition was unknown.